Event description:
It was reported, the duodenovideoscope distal cap fell off into the patient's mouth. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d8, d10, and g2. Additionally, to provide information received through follow up b5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the distal cover fell into the patient's mouth due to the cover being insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the subject device was not returned, and a root cause could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "operation manual states the detection method at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a diagnostic endoscopic retrograde cholangiopancreatography (ercp). The distal cover came off in the mouth upon exit of the ercp scope. The distal cover was found after the procedure and retrieved from the patient's mouth. The procedure was completed by the same device and the procedure was not prolonged. The patient's anesthesia or sedation extended was not extended. No medical intervention required due to the device malfunction.